Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 29aug2019, the serial number of unit is (B)(4). Technical support replaced the focus flow valve assembly to fix the reported issue. A focus flow valve assembly was return for analysis. No failures were identified during the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 21jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit alarms sleep apnea while patient is awake. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.